Manufacturer narrative:
H.6. Investigation summary: according to the DHR review process; the result showed there were no issues reported like ¿notch didn¿t fit¿ during the manufacturing process of the lot number reported under this customer complaint. Visual observation: the pieces seem to be free of damages, warp, flashes, that could restrict the correct assembly between the lid and the collector base. It was confirmed the lot and the part number by the label placed in the collector. It was observed that the top is not fully assembled to the base. Potential root cause: instructions for use not properly followed. Molding issue. Conclusion: based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process. During the evaluation over the pictures received from customer there was not observed defects that could affect the functionality of the product. H3 other text : see section h.10.

Event description:
It was reported that broken lid occurred during use with a bd¿ nestable sharps colector. The following information was provided by the initial reporter, "the 2 notches didn't fit to the collector."

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken lid occurred during use with a bd¿ nestable sharps collector. The following information was provided by the initial reporter, "the 2 notches didn't fit to the collector."